Manufacturer narrative:
Device evaluation summary medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator ¿failed on patient¿ and generated a ¿ventilator inoperative¿ message. A review of the diagnostic logs indicates the device entered backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported issue. Review of the logs indicated the device had entered backup ventilation. Sp checked the unit and found a depleted battery as an additional issue. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator "failed on patient" and generated a "ventilator inoperative¿ message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. A review of the diagnostic logs indicates the device entered backup ventilation